Event description:
A (B)(6) customer alleged the contour next ez was the reason she received medical assistance from the hospital. No other details were provided. The test strips were not expected to be returned for evaluation. A new meter was sent to the customer.